Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 years 6 months post implant of composix kugel mesh, patient was diagnosed with infection, hernia recurrence, seroma, abscess, adhesions, inflammation and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list seroma, adhesions, inflammation, hernia recurrence , infection as a possible complication(s). The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device.¿ updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no.), d6.b (date of explant), g1, g3, g6, h2, h6, h10. This supplemental emdr represents the composix kugel mesh(device #1). An additional supplemental emdr was submitted to represent the composix kugel mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2). The patient is making a claim for an adverse patient outcome against the two (2) composix kugel (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of composix kugel mesh (device #1). (Note, this procedure was not provided in medical records). (B)(6) 2007 - patient was diagnosed with right incisional hernia thereby underwent repair with the implant of composix kugel mesh (device #2). (Note, this procedure was not provided in medical records). (B)(6) 2011 to (B)(6) 2014 - patient had multiple hospital visits for abdominal pain. (B)(6) 2014 - patient underwent suture removal and mesh was dissected free from abdominal wall along with rectus sheath which was densely adherent to it. (B)(6) 2015 - patient had appendectomy. (B)(6) 2015 to (B)(6) 2016 - patient visited hospital for abdominal pain and wound infection. (B)(6) 2016 - patient visited hospital for abdominal pain on left side. (B)(6) 2016 - patient visited hospital for subcutaneous abdominal wall abscess thereby underwent incision and drainage of abdominal wall subcutaneous abscess. (B)(6) 2016 - patient underwent incision and drainage of abdominal wall abscess. (B)(6) 2016 - patient was diagnosed with ventral hernia mesh infection thereby underwent lysis of adhesions and removal of infected mesh (device #1 & #2). (B)(6) 2016 - patient was diagnosed with infection thereby implant of phasix st mesh (device #3). Per operative notes, ¿a piece of phasix st mesh in an underlay position with sutures.¿ attorney alleges that the patient had abscess, adhesion, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, organ perforation, pain, hernia recurrence, ring break, seroma and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). On (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2). The patient is making a claim for an adverse patient outcome against the two (2) composix kugel (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."